Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the polyethylene piece of impactor fractured in half during cleaning. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor pad has fractured and not all the pieces were returned. The device was sent to sem for further analysis. The analysis identified fracture surface artifacts of river lines and hackle marks indicate the overload failure mode. The device has around 1 year of field service age and it is unknown how many times the device was used. Review of the device history records identified no deviations or anomalies during manufacturing. It was reported the device fracutured during cleaning. Without additional information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.